Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, a lateral screw was implanted backward of a nail although target device was used. The miss target was found under fluoroscopy during surgery, and the target device had been already removed from a the nail when it was found. Therefore, the lateral screw was removed from the patient and the surgery was finished without another lateral screw implanting.

Manufacturer narrative:
The reported event that target device gamma3® 300x160mm was alleged of issue (misdrilling - intraoperatively) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. However, based on complaint history and risk management file, some of the possible reason for this failure could be handling failure like incorrect position of implant, one shot device not placed correctly etc. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Potentially reduced accuracy in guidance is usually found during functional check (required as per IFU). In case of any deviation it is realized prior to use. Checking of instruments is required by IFU prior surgery. The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damages and recommends removing of such damaged products. With available information, a deficiency of the reported product could not be verified. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During gamma3 surgery, a lateral screw was implanted backward of a nail although target device was used. The miss target was found under fluoroscopy during surgery, and the target device had been already removed from a the nail when it was found. Therefore, the lateral screw was removed from the patient and the surgery was finished without another lateral screw implanting.